Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscanto¿ ii biohazard leakage occurred outside of the instrument. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there is a leak in the wet cart. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak ¿ before waste line or after waste line? After waste line. (If waste line) was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? Yes. Where did the physical contact of fluid occur? At clean up, not directly on to either operator or service rep. What personal ppe was being used during the occurrence? Gloves, lab coats, masks. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No. Are you using this product for clinical diagnostic test? Y. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? Y. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.):liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.):not contained. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4):n0. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5):biohazard. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6):after waste line. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.):no. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.:yes. Where did the physical contact of fluid occur? (Please describe then go to question #9):at clean up, not directly on to either operator or service rep. What personal protective equipment (ppe) was being used during the occurence? (Please describe then go to question #10):gloves, lab coats and masks was there any impact to patient samples due to leak? (If yes, go to patient samples checklist. If no, go to question #11):no. Was customer/bd personnel harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.):no. What is the current medical status? (Please describe. No further questions required.):status quo.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, and serial # (B)(6). Problem statement: customer reported complaint on a waste leakage without bleach not contained within instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 24nov2019 to date 24nov2020. Complaint trend: there are 7 complaints related to the issue of a waste leakage not contained within the instrument. Date range from 24nov2019 to date 24nov2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file #338962-338962-r33896202807-101298969-17, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage without bleach not contained within the instrument was a worn red check valve. The fse (field service engineer) noticed the cracked housing for the red check valve in the fluidics manifold and replaced the red check valve. They then verified that the machine was working as intended with cab and cst tests. No parts were requested for evaluation as the replaced part was not returnable and was discarded. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as there was no contact with the leaked material aside from during cleaning and only with proper ppe.additionally, while patient samples were usedduring the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. After the repair,the instrument was rebooted, tested and functioning as expected. The safety risk is limited,s2,andthere was no impact to customer health or safety. Service max review: review of related work order #: 01697165, case # (B)(4). Install date: 02jun2017 . Defective part number: 334044 . Work order notes: subject / reported: wet cart fluidic leak . Problem description: wet cart fluidic leak . Work performed: replaced red check valve at fluidics manifold in rear of wet cart. Cause: cracked housing for red check valve at fluidics manifold in rear of wet cart. Solution: verified with cab & cst. Internal notes: brian dugger 2020-11-25 13:05:35z: further action, part-not in car stock had to order red check valve; currently have a temporary repair of check valve until new ones arrive . Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the leakage is obvious or minimal and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no . Item: 9. Check valve #17 . Function: 9.1 prevent backflow of contaminants into sample . Potential failure mode: 9.1.1 sample "mushroom" forms in flow cell . Potential effect(s) of failure: 9.1.1.1 noise, wrong results, unwanted events in gate . Potential cause(s)/ mechanism(s) of failure: 9.1.1.1.1 tube not removed, causing backpressure . Current controls: user examines dot plots . Recommended actions: leave fluidics running at low flow rate . Actions taken: complete: clear case entry 10/23/03 (david vrane)co#46339 (facsdiva 4.0) . Severity: 5 . Occurrence: 7 . Detection: 2 . Rpn: 70 . Item: 23. Valves . Function: 23.1 block, pass, or direct fluids . Potential failure mode: 23.1.1 valve leaks . Potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance . Potential cause(s)/ mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup . Current controls: di rinse daily . Recommended actions: n/a . Severity: 5 . Occurrence: 7 . Detection: 1 . Rpn: 35 . Mitigation(s) sufficient yes no . Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn red check valve. Conclusion: based on the investigation results, the root cause of the leakage not contained within the instrument was due to a worn red check valve. The fse noticed that the check valve housing was cracked and replaced the red check valve. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that while using bd facscanto¿ ii biohazard leakage occurred outside of the instrument. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there is a leak in the wet cart. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? No. 3. (If not contained) was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. What is the source of leak ¿ before waste line or after waste line? After waste line -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. 6. Was the customer/bd personnel physically in contact with the fluid? Yes. 7. Where did the physical contact of fluid occur? At clean up, not directly on to either operator or service rep. 8. What personal ppe was being used during the occurrence? Gloves, lab coats, masks. 9. Was there any impact to patient samples due to leak? No. 10. Was customer/bd personnel harmed/injured? No. Are you using this product for clinical diagnostic test? Y. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? Y. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.):liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.):not contained. 3. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4):n0. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5):biohazard .5. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6):after waste line. 6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.):no. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.:yes. 8. Where did the physical contact of fluid occur? (Please describe then go to question #9):at clean up, not directly on to either operator or service rep 9. What personal protective equipment (ppe) was being used during the occurance? (Please describe then go to question #10):gloves, lab coats and masks. 10. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist. If no, go to question #11):no. 11. Was customer/bd personnel harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.):no. 12. What is the current medical status? (Please describe. No further questions required.):status quo.